Event description:
Rptr had breast implants mastectomy. She was implanted many many times. All resulted in problems requiring much hospitalization & surgery. She complains of hair loss, severe arthritis, fibromyalgia, bone loss.